Event description:
Pt status post hemimandibulectomy with fibular free flap reconstruction reported one month postoperatively he experienced a loud snapping noise and swelling in his right jaw area. An x-ray showed the plate is broken. Surgeon noted, pt is in no pain, with reduced swelling and the occlusion is good. The surgeon will be monitoring the pt with no revision at this time.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record can not be requested.